Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys ft4 ii assay result and a questionable elecsys tsh assay result for 1 patient sample tested on a cobas 8000 e 602 module. The initial tsh result was 0.53 miu/l. The repeat tsh results from the same analyzer were 1.24 miu/l and 1.27 miu/l. The initial ft4 ii result was 1.72 pmol/l. The repeat ft4 ii results from the same analyzer were 16.68 pmol/l and 16.99 pmol/l. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The ft4 ii reagent lot was 31590101 with an expiration date of 31-may-2019. The tsh reagent lot was 32808101 with an expiration date of 31-dec-2018. The investigation is currently ongoing.

Manufacturer narrative:
The analyzer alarm history gave no indication of an issue. The investigation was unable to find a definitive root cause.